Event description:
Air injection occurred during a chest CT procedure using the CT express injection system on a patient admitted to the emergency unit for suspicion of pulmonary embolism. The CT images did not reveal pulmonary embolism, but it was noted on the images that there were approximately 9 cm3 air bubbles at the vena cava level, pulmonary artery trunk and right ventricle. The patient was clinically stable with no sign of motor deficit. The patient felt unwell and spent the night in the hospital uhd (department of brief stay) and on 17 october 2024, the patient was transferred to another hospital for hyperbaric oxygen therapy. The patient was subsequently released and returned home. The morning after the event, the hospital technicians used the CT expres injection system and it was working correctly, but upon arrival of a biomedical team member, and after review of the event information, the use of the CT expres injection system was stopped. The CT expres injection system was placed in quarantine at the hospital. On (B)(6) 2024, per a site visit by a technician of the bracco affiliate in france, the log file from the CT expres injection system was reviewed. The log indicated that the patient received: 10ml of saline, 40ml of contrast media, and there was 0ml of saline leading to the error message on the CT expres injection system, "air detected in patient set line." Based on this information, it was concluded that an incorrect volume of saline or contrast media was indicated in the injector logs. Per the acist europe quality engineer review of the log file from the CT expres injection system, which indicated numerous varied error messages during a short period of time before the event, it is concluded that the event was due to use error; the CT expres injection system was not requested to be returned to the acist europe service center for investigation.

Manufacturer narrative:
The CT expres 3d injection system, serial number (B)(6), was field tested and evaluated on (B)(6) 2024. The injector system was functionally tested and met the pre-established specifications. A review of the device history was performed with no findings related to the reported event. There was no evidence of device malfunction related to the reported event. This report is closed.